Event description:
A malfunction alarm was reported, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided instructions for future recurrences. The customer acknowledged the guidance and continued to use the pump without further issues.